Event description:
It was reported by the affiliate that when the devices were used during a video assisted thoracic surgery procedure, the shaft would not rotate on one and the other would not cut. Another device was used to complete the case. There was no consequence to the pt.